Event description:
It was reported to philips the device showed an ECG bias message. There was no patient involvement.

Event description:
It was reported to philips the device showed an ECG bias message. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty measurement panel (block connector). The fse replaced the measurement panel (block connector). The device passed all performance assurance tests and was placed back into use with the customer.